Event description:
Customer reports that she obtained results of 130 mg/dl and 280mg/dl on the same device within 5 minutes. No action taken based on device results. No adverse event reported and no treatment received. No strip information was provided. No quality controls were used. Requested return of suspect device and replacement was sent.